Event description:
Reportedy, this valve was explanted after 7 years and 8 months implant duration due to aortic endocarditis and coronary artery disease. Source of endocarditis was unk. No further info was provided.